Manufacturer narrative:
The customer reported that when they went to cardiovert a pt, they got an "equipment malfunction" message, so they used a different defibrillator to deliver the energy. No adverse pt impact was reported. On 10/20/08 the unit was evaluated at philips. The symptom was verified. The processor and therapy pca's were replaced to resolve the issue. Note that the "equipment malfunction" message does not indicate or prevent the inability to deliver therapy. However, the user may be disinclined to use the defibrillator due to the message regardless of functionality. We are considering this a malfunction. We cannot determine the cause since multiple pca's were replaced.

Event description:
The customer reported that when they went to cardiovert a pt, they got an "equipment malfunction" message, so they used a different defibrillator to deliver the energy. No adverse pt impact was reported.